Event description:
A customer reported that they were experiencing an err3 error code on their freestyle meter. During the course of the investigation of the returned meter, it was confirmed that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through adc fa16may2006 letter.